Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 269 mg/dl. The customer stated he might have a respiratory infection also. Troubleshooting was performed and the insulin pump passed the required tests.